Manufacturer narrative:
A review of the complaint history for this serialized unit did not confirm similar complaints, based on the same or related failure mode for this event. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported from the pediatric emergency unit that insulin on one side of the brain(on a model 8110 s/n (B)(4)) on the other side was a primary infusion of 500ml dextrose 10 % with sodium chloride 0.9 %, potassium acetate 20 meq/l, potassium phosphate 20 meq/l at the rate of 75ml/hour IV infusion (on a model 8100 s/n (B)(4)). Sodium chloride/saline fluids in another bag (on a model 8100, s/n 13151827. At some point the insulin shut off, not sure how that happened. The approximate time of the event was 2000. The patient was over infused with dextrose. We could not figure out how insulin turned off and the dextrose turned up from 75 to 745ml an hr. 500 ml infused in 45 minutes. The customer was not sure how the increase happened. Due to this event the patient blood sugar went from 281 up to 360, but there were no vital sign changes. The dextrose infusion was stopped. The insulin was restarted in order to control blood sugar. The patient required multiple labs including blood gas, metabolic panel, and capillary glucose. The patient had an ICU stay of less than 24hrs. Their was no permanent harm.

Manufacturer narrative:
Omit : f24 - insufficient information, a25 - no apparent adverse event (3189), c19 - no device problem found, d14 - no problem detected, g07001 - part/component/sub-assembly term not applicable additional information : imdrf annex a,c,g, d codes, remedial action required and remedial action #. Investigation summary: the reported issue that a primary infusion of 500ml dextrose 10 % was intended to be infused at 75ml/h on the pump module sn (B)(6) but was found running at 745ml/h was confirmed via log analysis. The pump module had been manually programmed as a basic infusion with the rate entered at 745ml/h with the vtbi at 500ml. The infusion was run to completion before having the rate changed to 75ml/h with a new vtbi at 75ml. A device malfunction is not believed to have occurred. A dextrose 10% fluid library programming was tested on the returned infusion system resulting in a soft guardrails alert being displayed that the rate of 745ml/h exceeded the limit of 200ml/h. The inspection and testing process of the pump module and administration set found no existing malfunctions and the pump module to be infusing within specification. The reported issue that the insulin infusion running on syringe module sn (B)(6) was found shut off was confirmed via log analysis. The insulin infusion was recorded to have been manually turned off at 8:04pm after recording a total volume delivery at 1.0277ml. The insulin infusion was restarted at 8:53pm. A device malfunction was not identified to have occurred. The testing and inspection process found no existing malfunctions and the device functional accuracy to be within specifications.

Event description:
It was reported from the pediatric emergency unit that insulin on one side of the brain(on a model 8110 s/n (B)(6) on the other side was a primary infusion of 500ml dextrose 10 % with sodium chloride 0.9 %, potassium acetate 20 meq/l, potassium phosphate 20 meq/l at the rate of 75ml/hour IV infusion (on a model 8100 s/n (B)(6). Sodium chloride/saline fluids in another bag (on a model 8100, s/n (B)(6). At some point the insulin shut off, not sure how that happened. The approximate time of the event was 2000. The patient was over infused with dextrose. We could not figure out how insulin turned off and the dextrose turned up from 75 to 745ml an hr. 500 ml infused in 45 minutes. The customer was not sure how the increase happened. Due to this event the patient blood sugar went from 281 up to 360, but there were no vital sign changes. The dextrose infusion was stopped. The insulin was restarted in order to control blood sugar. The patient required multiple labs including blood gas, metabolic panel, and capillary glucose. The patient had an ICU stay of less than 24hrs. Their was no permanent harm.

Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported from the pediatric emergency unit that insulin on one side of the brain(on a model 8110 s/n (B)(4) ) on the other side was a primary infusion of 500ml dextrose 10 % with sodium chloride 0.9 %, potassium acetate 20 meq/l, potassium phosphate 20 meq/l at the rate of 75ml/hour IV infusion (on a model 8100 s/n (B)(4) ). Sodium chloride/saline fluids in another bag (on a model 8100, s/n (B)(4) . At some point the insulin shut off, not sure how that happened. The approximate time of the event was 2000. The patient was over infused with dextrose. We could not figure out how insulin turned off and the dextrose turned up from 75 to 745ml an hr. 500 ml infused in 45 minutes. The customer was not sure how the increase happened. Due to this event the patient blood sugar went from 281 up to 360, but there were no vital sign changes. The dextrose infusion was stopped. The insulin was restarted in order to control blood sugar. The patient required multiple labs including blood gas, metabolic panel, and capillary glucose. The patient had an ICU stay of less than 24hrs. Their was no permanent harm.